Event description:
It was reported that a spectrum pump overdelivering during flow accuracy test in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported that ¿overdelivering during flow accuracy test (21 ml)¿ was reproduced as an over infusion. The device was tested for flow rate accuracy and delivered with an error percentage of 5.075% which is over 5% specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the pressure plate out of adjustment. The pressure plate will be adjusted and the rear case will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.